Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that customer was using soft cannula infusion set and observed occlusion at the abdomen site within 3 hours of insertion. The blockage is located at the site. The customer regularly rotate site location and confirmed that the introducer needle was ahead of the cannula prior to insertion.the customer changed supplies as necessary and resumed insulin therapy. No further information available.